Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized due to a blood glucose level of 45 mg/dl. The customer reported that prior to the incident, he did not have any test strips to test his blood glucose level. Blood glucose level the night before the call was 141 mg/dl. The insulin pump was not replaced or returtned for analysis.